Manufacturer narrative:
No pt info as no pt involved in this concern. Mnav rep is waiting on jig to recalibrate system.

Event description:
Site reported difficulty tracking with the sononav software. The software appeared to have issues with actively updating the optical tracking. Event did not occur during surgery and no pt was present.